Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "she had ongoing pain suggestion medial gutter impingement and had a medial gutter clearance which helped a little, but she has ongoing pain consistent with medial gutter impingement. "